Event description:
It was reported that this right ventricular (rv) lead in left bundle branch exhibited high pacing threshold due to micro dislodgment. Also, the lead failed to capture. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. High capture threshold and loss of capture were not confirmed based on normal lead resistance. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead in left bundle branch exhibited high pacing threshold due to micro dislodgment. Also, the lead failed to capture. This lead was explanted and replaced. No additional adverse patient effects were reported.